Event description:
I had to have my mentor smooth round moderate plus profile gel (memory gel) implants removed on (B)(6) 2016. I received the implants in (B)(6) 2009. After 4 years, I noticed strange symptoms which I initially did not attribute to my implants. These started mildly and grew increasingly worse over time: insomnia, heart arrhythmia, dry eyes, dry mouth, dry hair, hair loss, ear ringing, weight gain, skin itching, joint pain, brain fog, cold hands/feet, and chest (rib cage) pain. When the symptoms began, I was living overseas and did not have access to good health care. Upon my return and resettlement back to the us, I began investigating the symptoms by starting with my nephrologist ( I have one congenitally small kidney) in (B)(6) who ran a panel of labs. He also referred me to a cardiologist. All of these tests came back negative or normal. I saw my pcp who ran a second panel of labs, all came back negative with the exception of high ldl cholesterol and low vitamin d. She referred me to see an endocrinologist and change jobs to something less stressful. I did change jobs to something with no travel and also did see an endocrinologist. My labs came back normal except for the high ldl, cholesterol for which she started me on simvastatin. She referred me to a dermatologist for the hair dryness/loss, who I did see but results were inconclusive without a scalp biopsy (which I don't want). On my own, I also saw a rheumatologist thinking there was something more serious going on. By this point, I was exhausted and the joint pain was becoming unbearable to the point that I was cutting back on my hobbies and other activities. But those rheumatology labs also came back inconclusive though the md did diagnose me with fibromyalgia based on symptomology alone. I began researching my symptoms online trying to make any connections I could to birth control, hernia repairs (anything in my medical history which may have caused the issue). I found an article which said the silicone in a mirena iud can ignite an inflammatory autoimmune response. I didn't have a mirena iud but I connected the silicone note to my implants. I began researching illness associated with silicone breast implants. I did find a few articles by medical professional (mostly in europe) that indicated that there could be a connection, but mostly it seemed that physicians and the us medical community at large deemed the devices safe (though there were no long-term studies (>5 years) that supported the devices to be safe over time). Because I could find no truly supportive, long-term safety data, and because of the massive amount of women who were reporting my same exact symptoms online in connection with their breast implants. I became certain there was also a connection between my implants and my degrading health. I began to panic as my symptoms were clearly worsening over time, and it seemed no medical professional could help me. Within 8 weeks of reading about and researching breast implant illness/breast implant studies. I had my own implants removed on (B)(6) 2016. They were found to be intact. They were given to me in a bag by my ps after explant. My mother and I touched them and handled them briefly after the surgery. I then put them away and only recently pulled them out to show my husband. They are now overed in a slimy residue which was not present at the time they were provided to me back in may. I am concerned that the implants were silently leaking (or oozing) while implanted due to a natural degradation of the shell over the 7 years. I had them in my body. I am certain my body, specifically my autoimmune system, was responding to this slow leak and as a result, became exhausted, triggering the cascade of symptoms that worsened over time. I began reporting symptoms to my nephrologist in 2014 and went to various md's over the next 2 years trying to solve the riddle of my poor health. Besides a minor vitamin d issue and high ldl cholesterol. There was nothing to indicate I had an autoimmune disorder. However, my symptoms persisted to the point that I wasn't sleeping at night and ached all over. I've also since had an abnormal mammogram and ultrasound in (B)(6) 2016 and am pending the biopsy results (should have this on (B)(6) 2016.)